Event description:
Customer stated she used the product for the first time to transport her daughter to the doctor. The wheels got caught in pavement cracks and tipped over. The daughter fell and hit her head, wheels came up and hit the mother in the knee. The daughter received a bump and graze on her head, the mother had a sore knee. In the instructions for use and on the label attached to the products, it specifically states to not use the product as a transportation device.